Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 20 ml syringe luer-lok¿ leaked. The following information was provided by the initial reporter: had already sent you a complaint. I would tell you about other syringes that have defects. Here, fluid runs over the rubber stopper into the space between the plunger and cylinder. Listed are specific lot numbers, but we keep on finding syringes with this issue.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1911295, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911295 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer-lok¿ leaked. The following information was provided by the initial reporter: had already sent you a complaint. I would tell you about other syringes that have defects. Here, fluid runs over the rubber stopper into the space between the plunger and cylinder. Listed are specific lot numbers, , but we keep on finding syringes with this issue.